Manufacturer narrative:
Qn# (B)(4). The customer returned one guidewire assembly and dilator advanced within a sheath for analysis. Evidence of use was observed in the form of biological material. Visual examination revealed a minor bend in the guidewire. Microscopic examination confirmed both welds were present and appeared full and spherical. No damage of the dilator was observed. The bend in the guidewire was located 100mm from the proximal tip. The overall length of the guidewire measured 455 mm which is within the specification of 450-458 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.860 mm which is within the specification of 0.838-0.877 mm per guidewire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "thread tapered tip of dilator/access device assembly over guidewire. Sufficient guidewire length must remain exposed at hub end of device to maintain a firm grip on guidewire." The returned guidewire was threaded through the dilator and was able to advance but minor resistance was encountered due to the bend in the guidewire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, " do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed by visual inspection of the customer returned sample. The guidewire had a minor bend in the guidewire body. The guidewire and dilator met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during cvc insertion to the right subclavian vein, the md found the catheter body was compressed and the guidewire did not come out smoothly. When the physician pulled out the guidewire and catheter, the guidewire was twisted." It was later confirmed that all three devices were used on the same patient during the same procedure. The physician opened a 4th kit to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the physician opened a 4th kit to complete the procedure. Please see the associated mdrs: 3006425876-2026-00473, 3006425876-2026-00524 & 3006425876-2026-00488.